Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that upon opening the product before surgery, a foreign matter (hair) was found in the package. The procedure was completed with a replacement product available. No adverse consequences to the patient and no surgical delay was observed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The bipolar cord and tubing (ID 9190001gf) was returned for evaluation. Failure analysis - the returned unit was evaluated using a visual inspection. The complaint could not be verified through failure analysis. Root cause analysis - the root cause is undetermined and was unable to be confirmed in the complaint evaluation.